Event description:
During an incident on 1/19/00 involving a male patient with no respiration or heartbeat, CPR was initiated, the defibrillator attached and turned on, and it would only prompt the message "connect electrodes". Attempts were made to troubleshoot, but the message continued. The fire bureau arrived, shocked twice and gave meds. The paramedics arrived with a lifepak 10. The pt was transported and outcome is unknown. Our laerdal report of this incident lists the incident date as 1/29/00, but the customer called us on 1/19/00 is considered as the incident date.